Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, although the exact cause of the event could not be confirmed, patient factors (valvular calcification, stj calcification) likely contributed to the balloon rupture during valve deployment. Procedural factors (manipulation of the device during the withdrawal attempt) likely contributed to the distal nose tip separation and subsequent surgical removal of the delivery system, balloon and distal nose tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Prior to the transfemoral tavr procedure, bulky calcification on the sinotubular junction (stj) was noted. Due to concern of a possible balloon burst during valve deployment, a procedural bailout plan was made. During the inflation of a 26mm sapien 3 valve, the commander delivery system balloon ruptured. The valve was ¿under-deployed¿ with severe paravalvular leak (pvl). The valve was post dilated, from the contralateral side, with a non-edwards balloon catheter. The pvl was trace post dilation. A surgical cutdown was then performed to remove the delivery system and separated nose tip. The patient remained stable throughout the procedure. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. Valvular calcification and stj calcification were reported. It was perceived that the stj calcification contributed to the balloon rupture during valve deployment.